Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user¿s facility. During the visit, the fse performed an internal deep cleaning with a dismantling of the cooling fans. The fse then performed a series of functional tests following the cleaning, replaced the bulb with a new olympus model, and the unit was performing properly.

Event description:
The customer reported that his olympus evis exera iii xenon light source was over-heating and displaying an error code during a procedure. According to the initial reporter, they had already replaced the lamp, but that did not resolve the issue. However, the customer confirmed that while he did experience a decrease in the brightness quality, he was able to complete the procedure without any patient harm and only a few minutes delay.

Manufacturer narrative:
Correction to d9, h3. G2: changed from spain to italy in ¿other¿ field. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific cause of phenomenon could not be identified. However it is probable that insufficient cleaning contributed to the reported issue. Olympus will continue to monitor field performance for this device.